Event description:
Pt received burns at the site of the eeg electrodes during a surgical procedure involving the use of an electrosurgical unit. Testing shows that if any of the metal electrode is exposed above the surface of the skin, then the electrode acts as an rf current receptor. The rf current is concentrated at the electrode site causing a burn where it re-enters the pt's skin in route back to the cautery current return pad. The eeg unit does not even have to be connected to the electrodes to cause this response.